Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus trading (B)(4) limited (osh) confirmed that the reported phenomenon was caused by terminal bending of the video connector socket. If additional information becomes available, this report will be supplemented.

Event description:
No endoscopic image was displayed during spot check. There was no report of patient injury associated with this event.

Manufacturer narrative:
This follow-up report is being submitted to correct h10 in the initial report and report the additional information. The correction of initial MDR is to add the following statement to the beginning of h10. "This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic." The additional information was as follow. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured over 5 years ago, omsc assumed that the reported event was caused by terminal bending of the video connector socket due to aged deterioration. If significant additional information is received, this report will be supplemented.